Event description:
Customer reported the rockerbed belt was not advancing when using the coulter lh 750 hematology analyzer. There was no reported leak. There were error messages for "bed not did not advance". There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The blood sampling valve (bsv) was replaced on 11/07/2013. The part was returned for analysis. The bsv that was replaced was more than seven years old, and exceeded the design product life. Part failure is due to aging in excess of product life, resulting in the latron high background observed by the field service engineer.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and disassembled and aligned the rockerbed. The fse also observed that there was no light on the tube detector and replaced the tube detector assembly to resolve the issue. Additionally the fse observed latron high background. He replaced fitting on the shear valve and pinch valve tubing to differential mix chamber, however the background issue persisted. The fse ordered a blood sampling valve (bsv) and shear valve for follow up service. The fse returned to site and found that the rocker bed issue was persisting. He replaced the rockerbed belt advance. He replaced the bsv to resolve the high latron background issue. Identification of failure modes: rocker bed belt, tube detector assembly and the blood sampling valve. No erroneous results were associated with this event. Upon recur of the blood sampling valve (bsv) failure mode; it is likely to impact all parameters due to sample carryover as well as open or closed tube sample contamination. Upon recur of the rocker bed not; it is not likely to impact results as per lh750 service manual (B)(4), "bed not advanced" error messages will disable the automatic mode; however manual mode is still operational. Upon recur of the tube detector failure; it is not likely that results will be impacted as no sample will be detected. (B)(4).